Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
The customer reported that the sen7fr 40cc catheter kit, insertion kit diaphragm sheared. No introducer kits / insertion kits kept shearing, diaphragm sheared. No patient injury or harm reported.